Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 100 mg/dl. No additional information provided

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On april 18, distributor reported the following: pump history was reviewed and found the battery gauge fluctuated resulting in the pump shutting down. Correction: b3; h10 code 2885 removed and codes 1383, 1503 added correction: b3; h10 code 2885 removed and codes 1383, 1503 added.